Event description:
It was reported to medtronic minimed that the customer had battery cap damaged. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1882 was requested and customer response was the device returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received without a battery. The pump was received without the battery cap. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, missing serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump history file lists data on 12/16/2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 12-sep-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 12-sep-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. No current code/category not confirmed. Battery cap damage unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.